Manufacturer narrative:
Lot/serial# (B)(4): UDI (B)(4). (B)(6). The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak and reoperation. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using two conformable gore® tag® thoracic endoprostheses (proximal: tgu373715j/15729811, distal: tgu373720j/15777316). The patient tolerated the procedure. Later in a follow-up study, an endoleak of unknown type was revealed. On (B)(6) 2017, another angiography was run, revealing that the existing endoleak is a distal type I endoleak. The physician elected to implant another conformable gore® tag® thoracic endoprosthesis to treat the endoleak. Then endoleak was resolved and the patient tolerated the reintervention procedure.